Manufacturer narrative:
Concomitant medical product: evolutpro-23-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right ventricular (rv) lead. It was also reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.